Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to physical damage on the terminal end. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported, that this right ventricular (rv) lead was attempted implant, due to physical damage on the terminal end. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the terminal end damage allegation was confirmed. The lead showed no damage, but the stylet inside the lead was bent. Giving the appearance of a damaged terminal end. Visual inspection also showed, rs- ptfe bunched/wrinkled several places between 18 to 21 centimeters from terminal pin. A line of code was added for this observation. Moreover, conductors were intact and no blockage in the lumen was noted.